Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds during routine follow-up; and, further examination showed that the lead was dislodged. A revision procedure was performed, wherein placement difficulties and helix retraction issues were encountered; however, the rv lead was able to be successfully repositioned. No additional adverse patient effects were reported.